Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that approximately 1 day following the valve-in-valve implant of this transcatheter bioprosthetic valve, severe transvalvular leak and hypotension were noted. A transcatheter bioprosthetic valve was implanted within this valve, resolving the transvalvular leak. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.